Event description:
Patient received burn during interferential current treatment to right shoulder. Therapist could not provide treatment parameters. No preexisting condition reported. Burn classified as 2nd degree. Patient did seek further medical treatment, but no specifics were given. Treatment was interrupted and her progress towards recovery was impeded.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown, because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.